Event description:
--

Event description:
Boston scientific received information that during device check, it was found out that the left ventricular (lv) lead was dislodged. The lead was replaced and will be return. No allegation against the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the tip of the lead appears intact and undamaged. There was no visible signs of damage or defect which would lead to dislodgement. The allegation of lead dislodgement could not be confirmed by analysis.